Event description:
The customer reported approximately one cup of diluent leaked outside the right side of the instrument during system start-up cycle and ambient/lyse temperature errors displayed involving the coulter lh 500 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed pinch valve pv43 tubing had come off the fitting. The fse noted the peltier module had an electrical short circuit and replaced the module. The fse also discovered manifold mf15, with 10 solenoid stations, had electrical short circuits for most of the solenoids. The fse replaced the diluter interface card, which operates the solenoids, and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. Peltier module, interface card. (B)(4).